Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was damaged, and frayed with exposed wires. A replacement cable was sent to the customer to address the issue. There was no adverse effect to customer's blood glucose level.